Event description:
It was reported that the device was explanted after implant duration of zero days. On 02/26/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a failed ring repair, as there was s.a.m. Present after the annuloplasty. Per the operative report of (B) (6) 2010, after the annuloplasty was performed, "initially, there was no mr whatsoever, but the patient began to develop systolic anterior motion of the mitral valve which became more severe. There was gradient obviously across the valve with a thrill and an mr became increasingly worse." The decision was made to replace the valve.

Manufacturer narrative:
Failed ring repair and s.a.m. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.